Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 277 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the issue began on (B)(6) 2017 where the pump was almost dry and when they aspirated from the reservoir they only got back ¿little bubbles¿. The pump was refilled. The hcp believed it was the correct drug and all the programming was correct. On (B)(6) 2017, the patient began having tremors/spasms. Then on (B)(6) 2017, the patient contacted the hcp and was still experiencing spasms, so the patient went to the emergency department (ed). The patient was in the hospital and on 20 mg oral baclofen 3 times a day. A catheter dye study was done and everything looked good. X-rays were taken to see if the reservoir was full or empty. The patient would go back to the clinic on (B)(6) 2017 and the patient¿s hcp would be back then. Additional information was received on (B)(6) 2017. It was stated that the pump was dry and there was no device issue. The patient was put on oral baclofen and the patient was filled with no more issues. A dye study was done to confirm catheter patency. The representative did not have the weight of the pa tient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.